Manufacturer narrative:
Investigation: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. No samples or photos were provided by the customer for investigation. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that bd precisionglide¿ needle 27g x 1/2 in had a crack in the needle hub. This was discovered during use. The following information was provided by the initial reporter: material no: 305109 batch no: 8324770 it was reported that when administering the medication it leaked out due to a crack in the needle hub. Verbatim: material no. 305109 batch no 8324770 medical professional called in stating they sent their patient home with medication and patient stated when administering the medication it leaked out due to a crack in the hub of the needle. Incident date:(B)(6) 2019.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle 27g x 1/2 in had a crack in the needle hub. This was discovered during use. The following information was provided by the initial reporter: material no: 305109, batch no: 8324770. It was reported that when administering the medication it leaked out due to a crack in the needle hub. Medical professional called in stating they sent their patient home with medication and patient stated when administering the medication it leaked out due to a crack in the hub of the needle. Incident date: (B)(6) 2019.